Manufacturer narrative:
The return of the device is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, the right ventricular (rv) lead was stuck in the header of this pacemaker. A new rv lead and device were successfully implanted and the chronic rv lead was subsequently able to be removed from the device header. No adverse patient effects were reported.